Event description:
It was reported that when the device was used during a laparoscopic hernia procedure, the staples were not advancing. Another device was used to complete the case. There were no consequences to the patient.